Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal patient's contact reported that the patient expired on (B)(6) 2017. While in treatment. It was reported that the patient was in rehab for about a month due to general weakness. The patient was in rehab from (B)(6) 2017. The patient was paralyzed on the left side due to a stroke that occurred in 1992. The patient¿s wife stated the patient had some trouble breathing earlier that evening and was put on oxygen and then treatment was started. After the patient was put on oxygen they were doing well and were not having trouble breathing. The patient¿s contact stated the patient fell asleep for a few hours and woke up having trouble breathing/respiratory issues. The treatment was started at 9pm and the patient¿s second episode of having trouble breathing occurred at 12am. Paramedics were called and after about an hour of CPR, the patient was pronounced dead as they could not find the pulse. The primary cause of death was cardiac arrest. The cycler and the remaining supplies were picked up on (B)(6) 2017. The death certificate was not available. The patient¿s date of birth is (B)(6).

Manufacturer narrative:
Clinical evaluation: there is no documentation that shows a causal relationship between the patient¿s difficulty breathing and subsequent cardiac arrest and death and the liberty cycler or cycler set. Additionally, there are no reported malfunctions against the cycler or cycler set. There is a temporal relationship between pd therapy and the cardiac arrest as the patient was completing treatment when the event occurred, however, it was preceded by difficulty breathing requiring oxygen. The patient has several comorbidities that could have contributed to the cardiac arrest.

Event description:
A peritoneal patient's contact reported that the patient expired on (B)(6) 2017. While in treatment. It was reported that the patient was in rehab for about a month due to general weakness. The patient was in rehab from (B)(6) 2017 to (B)(6) 2017. The patient was paralyzed on the left side due to a stroke that occurred in 1992. The patient¿s wife stated the patient had some trouble breathing earlier that evening and was put on oxygen and then treatment was started. After the patient was put on oxygen they were doing well and were not having trouble breathing. The patient¿s contact stated the patient fell asleep for a few hours and woke up having trouble breathing/respiratory issues. The treatment was started at 9pm and the patient¿s second episode of having trouble breathing occurred at 12am. Paramedics were called and after about an hour of CPR, the patient was pronounced dead as they could not find the pulse. The primary cause of death was cardiac arrest. The cycler and the remaining supplies were picked up on 09/26/2017. The death certificate was not available. The patient¿s date of birth is (B)(6).

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal patient's contact reported that the patient expired on (B)(6) 2017. While in treatment. It was reported that the patient was in rehab for about a month due to general weakness. The patient was in rehab from (B)(6) 2017 to (B)(6) 2017. The patient was paralyzed on the left side due to a stroke that occurred in 1992. The patient¿s wife stated the patient had some trouble breathing earlier that evening and was put on oxygen and then treatment was started. After the patient was put on oxygen they were doing well and were not having trouble breathing. The patient¿s contact stated the patient fell asleep for a few hours and woke up having trouble breathing/respiratory issues. The treatment was started at 9pm and the patient¿s second episode of having trouble breathing occurred at 12am. Paramedics were called and after about an hour of CPR, the patient was pronounced dead as they could not find the pulse. The primary cause of death was cardiac arrest. The cycler and the remaining supplies were picked up on 09/26/2017. The death certificate was not available. (B)(6).

Event description:
A peritoneal patient's contact reported that the patient expired on (B)(6) 2017. While in treatment. It was reported that the patient was in rehab for about a month due to general weakness. The patient was in rehab from (B)(6) 2017 to (B)(6) 2017. The patient was paralyzed on the left side due to a stroke that occurred in 1992. The patient¿s wife stated the patient had some trouble breathing earlier that evening and was put on oxygen and then treatment was started. After the patient was put on oxygen they were doing well and were not having trouble breathing. The patient¿s contact stated the patient fell asleep for a few hours and woke up having trouble breathing/respiratory issues. The treatment was started at 9pm and the patient¿s second episode of having trouble breathing occurred at 12am. Paramedics were called and after about an hour of CPR, the patient was pronounced dead as they could not find the pulse. The primary cause of death was cardiac arrest. The cycler and the remaining supplies were picked up on (B)(6) 2017. The death certificate was not available. The patient¿s date of birth is (B)(6).